Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a generator change due to device being at eol externalized conductors between the svc coil and the rv coil were observed via diagnostic imaging. The lead was capped and replaced with a competitor lead. Patient was stable post-procedure.